Event description:
According to the reporter, during a laparoscopic left inguinal hernia repair procedure, the gray seal of the trocar disengaged and fell into the cavity of the patient. It was retrieved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.